Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2020-03769.

Manufacturer narrative:
A4 - patient weight was received and has been provided. H6 - adverse event problem has been updated per the additional event information received.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2020-03769. Additional information received revealed the patient's leads were found to have migrated. Surgical intervention is pending to address the issue.

Manufacturer narrative:
A patient experienced ineffective stimulation due to lead migration was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The patient's weight is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2020-03769. It was reported the patient has been receiving ineffective stimulation. Troubleshooting/reprogramming has been unsuccessful. In turn, the patient may undergo surgical intervention to address the issue.